Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right atrial lead exhibited high capture thresholds. Upon further investigation it was noted that the lead had dislodged. The lead was capped on (B)(6) 2019 and replaced. Patient was stable. Related manufacturer reference number: 2017865-2019-10400.